Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system due to atrial arrythmia burden (aab) greater than 0 hours. Review of the data identified it was 3 seconds long. Presenting egm showed possible undersensing of atrial events. The information has been documented. No adverse patient effects were reported.